Event description:
On the 3rd pass with the needle, the needle broke where it connects at the tope from the sheath. User was not able to retract the needle, needle removed from the scope unretracted. A section of the device did not remain inside the pt's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The customer's complaint issue was confirmed as follows: "on the 3rd pass with the needle, the needle broke where it connects at the top from the sheath. Were not able to retract the needle, needle removed from the scope unretracted." There were no echo-19 (echo) devices of lot # c851625 in stock at the time of the complaint investigation. A 1 x echo device of lot c851625 as returned for evaluation. The device was returned in the original packaging and was open on receipt. This echo device was returned without the stylet. A portion of the needle and sheath had broken away from the device at approx 4 cm from the sheath extender. A kink was noted on the sheath still attached to the handle of the device at approx 2.5 cm from the sheath extender. Sheath length was determined to be within specification. The needle was exposed from this detached sheath for approx 8cm. A kink was noted on this exposed needle at approx 2.5cm from the distal tip of the needle. The distal tip of the needle and needle extension were confirmed intact. It was determined during the laboratory evaluation that this needle broke at approx 4 cm from the sheath extender due to a kink which most likely occurred during the use of this device. As the needle was advanced back and forth during the procedure this kink would have resulted in the needle and sheath breaking at that point. During device introduction into the endoscope fi the handle of the echo device is not appropriately handled it is possible for the sheath/needle to become kinked due to the weight of the handle. If the endoscope was being used in a tortuous anatomy then this also may have contributed to the kinking of the device. The cause of the user's inability to retract the needle may be attributed to the needle breakage. The kink noted on the exposed needle most likely occurred when removing the device from the scope as complaint info received confirmed the user withdrew the device with the needle exposed. As the conditions of use cannot be replicated during the laboratory evaluation it is not possible to conclusively state a definitive cause of this complaint. Complaint info received confirmed no section of the device detached inside the pt. The pt involved did not require any additional procedure and no adverse effects were reported to the pt as a result of this incident. Prior to distribution, all echo devices are subject to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did nt reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. This event did not impact the pt or user. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.